Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the insulin pump had alarmed software error. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. Unable to test for a25 alarm due to unresponsive button. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot and missing the end cap sticker.